Event description:
The facility's biomedical engineer reported an infusion pump with a non-delivery during patient use. A follow-up with the director o.b. Services revealed the pump was set-up in an epidural mode. The medication was marcaine 0.25% in a 100cc bag, at the rate of 10cc/hr. The director stated there was no patient injury, but a delay in pain relief. The pump indicated that it was infusing but when the clinician, checked the pump, they found it had not delivered the medication. The patient was close to delivering their baby. The pump was removed and the patient went to the delivery room.